Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up after receiving inappropriate atp and a shock. Programming changes were made and the patient will be monitored with routine follow-up.